Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the tape was not sticking on the sensors and infusion sets. Customer's blood glucose level was 400 mg/dl. Her blood glucose level was treated with a bolus. The device was not returned.